Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery did not charge while plugged into a power source unless the usb cable was held in place inside the usb port of the pump. The customer's blood glucose (bg) level was 184 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also indicated that manual injection supplies were available.

Manufacturer narrative:
(B)(6) 2018: upon follow up, customer reported that the pump "fixed itself and started working again". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.